Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the scope information is not displayed. Based on the results of the investigation, it is not possible to establish the root cause. Regarding the events found by olympus, it is likely the following led to the malfunctions: due to damage on receptacle unit, the scope information is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had light source defective. The issue was found during preparation for use. There were no reports of patient involvement.